Event description:
It was reported that a peritoneal dialysis (pd) patient is currently at the hospital because of peritonitis. After being discharged from the hospital, the patient will not be doing pd but is going to do in-center for few months. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient was hospitalized with a diagnosis of peritonitis. The pdrn did not have any additional information available as the patient was still hospitalized and no records were available. Attempts to reach the patient for additional information were unsuccessful.

Manufacturer narrative:
Additional information: d9, g1, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the top cover, on the pump door, on the pump molded clamp, and on the safety clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. No fluid leaks in the test cassette during the treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. The mushroom head check was performed with no issues noted. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump and on the baseplate under the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient is currently at the hospital because of peritonitis. After being discharged from the hospital, the patient will not be doing pd but is going to do in-center for few months. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient was hospitalized with a diagnosis of peritonitis. The pdrn did not have any additional information available as the patient was still hospitalized and no records were available. Attempts to reach the patient for additional information were unsuccessful.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis with hospitalization and temporary transition to in-center hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and any fresenius device or product. Although there is no information related to the cause of the peritonitis or the pd effluent culture results, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient. Based on the limited information and no allegation of a malfunction, deficiency or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient is currently at the hospital because of peritonitis. After being discharged from the hospital, the patient will not be doing pd but is going to do in-center for few months. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient was hospitalized with a diagnosis of peritonitis. The pdrn did not have any additional information available as the patient was still hospitalized and no records were available. Attempts to reach the patient for additional information were unsuccessful.